Event description:
It was reported that the customer was going to the hospital due to high blood glucose. It was stated that there were anomalies with the temporary basal function on the customer's insulin pump. It was stated that the customer was experiencing high glucose for the (B)(6), and the temporary basals were set to 150% and then to 190%. It was stated that upon downloading the insulin pump, the temporary basal function had been switching between these settings and dropped down. It was stated that upon looking at the download, it was noticed that the changes happened in a short period of time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.